Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging severe asthma and difficulty breathing while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath, patient now has severe asthma, patient stops breathing 119 times a night. There was no report of medical intervention during the investigation, manufacturer observed that unknown dust contaminant on the flip doors, top enclosure, rear panel, ui panel, bottom enclosure, blower, blower box, and blower seal. Observed black hairlike contaminants on the flip doors, top enclosure, ui panel, rear panel, bottom enclosure, and blower. A keratin-like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, and the manufacturer observed dust contamination are consistent with being from an external source. In box d: device avail. For eval? Date returned has been updated. In box g: device eval. By mfg and device avail. For eval? Has been updated. In box h: problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.